Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR: a synergy mr, ous, 2.5x12mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the first proximal stent strut; lifted and pulled distally, other strut s appeared distorted. The stent od (outer diameter) of the undamaged section measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypo tube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues noted during analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 22-aug-2017 it was reported that crossing difficulties were encountered. The 89% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following predilation using a 15x15mm balloon, a 2.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.